Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device would not articulate to the left. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged articulation mechanism. Eval summary: the analysis showed that the device was rec'd with the articulation mechanism damaged. The device was rec'd with a reload loaded in the device; the reload was rec'd fully fired and with no damage to the spring reload lockout. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the left, right and center the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articultaion gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at finished goods qa. A batch record review was performed and no anomalies were found during the mfg process.